Event description:
The customer reported the ventilator displayed a battery failed message. Also the ventilator turned itself off and the power on/off button is unresponsive. The device was reported to have been in clinical use however no patient impact. The customer has confirmed the 1124 (cbit) battery failed in the significant event log. The customer is reporting the battery is approximately 1 year old and was replaced in 2021. The remote service engineer (rse) advised the customer to replace the internal battery and replace the power management (pm) board, as well as provided part numbers. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: as per answers to safety questions, the device was not in clinical use when reported issue was discovered. No patient or user harm noted. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/04/2022, 08/15/2022 and 10/01/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.